Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced "hiccups" in their chest while laying on their side or slouching and noted at times it could be kind of violent. The clinic further reported that the patient was experiencing phrenic nerve stimulation. The left ventricular (lv) lead was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.